Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with glucose rising to 388 mg/dl after the user announced multiple dinners in response to high readings and the pump exhausted its insulin cartridge; the user was counseled to only announce actual meals and was guided through a full supply change using a compatible infusion set and dexcom g7 sensor. Customer care provided support that included review of the ilet report and real-time troubleshooting. Investigation of this case revealed user-related use error associated with incorrect meal announcements, with no device malfunction identified and insulin delivery resuming after supply replacement. Symptoms include nausea associated with high blood glucose reported. Outcomes included reduction of blood glucose to normal range following the supply change and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user use pattern rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.